Manufacturer narrative:
The product is not available for analysis. Additional information will be provided within 30 days of receipt.

Event description:
A cypher stent cxs13300 was placed in pt. Approximately five years later, the pt complained of chest pain and the pt had a catheterization performed, and the stent had a late stent thrombosis at the proximal-left anterior descending artery (lad).